Manufacturer narrative:
The technician replaced the head up valve to repair the bed.

Event description:
The account alleged the head section of the bed will not go up and the manual function is not working either.